Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with gel mentor memorygel breast implants 500cc and experienced bilateral rupture and ptosis. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implant 350cc breast implants on (B)(6) 2019. The surgery was outpatient. The patient was not hospitalized. The patient condition is improving. The patient was in a stable condition after the surgery. This medwatch is for the left breast implant.

Manufacturer narrative:
On 4/11/19, device evaluation and investigation have been completed. Upon receipt by mentor, the gel contained in the device appears clear. Yellow material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered the device was severely rented. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device there is no evidence that the issue is related with manufacturing. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that a manufacturing record evaluation (mre) was performed for the finished device number 5564971, and no non-conformance's related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).